Event description:
Device has been explanted.

Event description:
Healthcare professional reported bilateral ruptures. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, device appearance (observed 40 mm dark patch edge material inside gel device), wear abrasion and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. No observed openings in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no other observation observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral ruptures. Device remains implanted. This record is for the left side.